Manufacturer narrative:
The manufacturer did not received devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the pt was implanted a metasul head 28 l 12/14 on (B)(6), 2002. The pt was revised on (B)(6), 2014 due to pain. It was stated that no alval or pseudotumor was found. The liner and head were exchanged (after 12 years).